Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump alarmed motor error and that insulin has leaked past both o rings. Customer also indicated that the keypad buttons are not responsive and that the bottom of the reservoir fell off. Customer's blood glucose was 325 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed visual inspection and found plunger, stopper-plunger and set of o-rings are missing from reservoir. We were unable to verify air bubbles, leakage and occluded anomalies to reservoir.